Event description:
This procedure was performed in (B)(6). The customer stated that the distal part of closurefast catheter got stuck in terumo 7fr sheath during an endovenous thermal ablation. While maneuvering the closurefast catheter to remove it from sheath, a part of sheath broke off and operator had to do a surgically remove it from the patient. Investigation was performed on (B)(6) 2015, and due to the sheath not returning the reported event could not be determined. A visual inspection found no component of the closurefast catheter was missing; however charred biological fluid was observed at the distal tip of the device.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic's acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.